Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1530716 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a caller (mother of the customer) reported to adc that the test did not start after a sample was applied using her daughter's adc blood glucose meter. On (B)(6), the customer's mother called adc to inquire about the delivery of a replacement meter and test strips, which had not arrived. She reported that her daughter had no means of testing, and as a result at 4:00pm on (B)(6) 2016, her daughter experienced symptoms described as "non-coherent, weak, and sluggish". The customer was taken to a health care provider's office, where she was diagnosed with hypoglycemia, and treated with glucose tablet(s). No readings were provided from the doctor's office, and no new medications were administered to the customer. There is no report of death or permanent injury associated with this event.